Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon was delivered toward the lesion; however, it ruptured at 18 atm. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. Reportedly, the target lesion was mildly tortuous and 75% stenosed in a previously implanted stent, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged (scratched) during interaction with other devices, lesion calcification and/or the previously implanted stent, such that the balloon ruptured during inflation, as no damage was noted during preparation for use. In this case, it is likely that interaction with the patient anatomy and previously implanted stent contributed to the reported balloon rupture.